Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/16/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under 10x magnification; particles and residue were observed in the optic zone. The lens was received broken in several parts. The condition of the lens is typical of a removed lens. Due to the condition of the lens received, the complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 24.5 diopter intraocular lens (iol) was noticed scratched after being inserted into the patient's operative eye. The lens was cut in half and removed. There was no incision enlargement reported. The lens was replaced with a new lens. No additional information was provided.